Event description:
The customer states that a patient sample (serum) processed on an architect analyzer generated a sodium result of 113.3 mmol/l. The sample was repeated on the same analyzer generating a result of 117.3 mmol/l which was reported from the lab and later questioned by a physician. A new sample was then tested at another lab, yielding a result of 140 mmol/l. The original sample was then tested on the architect analyzer producing a result of 140.3 mmol/l. No adverse impact to patient management was reported due to this issue.

Manufacturer narrative:
(B)(4). Evaluation: aberrant due to sample integrity / preparation issue). Even though the mixer was found to be loose (out of specification), the occurrence is limited to a single sample. Therefore, the single sample is more suspect than the loose mixer. The customer's data and system logs verify the issue. The returned system logs were not helpful in determining cause. Field service (fs) was at the customer's site and found the r1 mixer was not properly fixed. Fs tightened the connector, and also tightened the loose black mounting screw, and noted the loose mixer as a probable cause for the issue. Field service completed a system preventive maintenance on (B)(6) 2009. The customer's complaint history does not include a recurrence of discrepant sodium results. A review of complaint and trending data did not identify a c8000 product issue or adverse trend related to the mixer or discrepant sodium results. Review of documentation determined the current rate of inconsistent, erratic, and aberrant complaints and occurrences is below the established limits for the architect clinical chemistry systems. The architect system operations manual and ict sample diluent package insert provide sufficient information regarding scheduled maintenance and component replacement for the c8000 system and mixer, specimen handling, interpreting results, and troubleshooting the customer's issue. Based on the available information a specific cause for the discrepant sodium results could not be determined. Probable causes include an issue involving sample integrity or the loose mixer identified and replaced by field service. Even though the mixer was loose, no other results were affected. Therefore, the loose mixer is not a strong probable cause, which further supports the cause to be a sample integrity issue specific to the suspect sample. No other samples were affected and the issue has not recurred. The c8000 failed to perform as intended by generating discrepant low sodium results. Probable causes include the loose mixer identified and corrected on site by field service, sample integrity issues, or another system issue that was resolved coincidently when field service completing the system preventive maintenance. Steps taken to resolve the issue (repeat testing and maintenance) are consistent with section 10, troubleshooting and diagnostics, in the architect operations manual. Therefore, a product deficiency is not indicated. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.